Manufacturer narrative:
(B)(4). A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 43.1-43.3cm from the distal tip, consistent with lead friction to the ICD can. This is consistent with the observation from the field of oversensing.

Event description:
It was reported that when an asymptomatic patient presented in-clinic for routine follow-up, oversensing was observed on a stored egm. The lead was explanted. The patient was stable post-procedure and will continue to be monitored.